Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2: date of submission 02/08/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/29/2016 with the following findings: a visual inspection of the pump revealed there was no damage to the battery compartment. The battery cap was not able to be removed from the pump without pliers. The top of the battery cap and the battery cap threads were observed to be worn. The battery cap contact measurements were found to be within specifications. Unrelated to the complaint, investigation revealed that the audio bolus button cover was worn, however, functioned appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4).